Event description:
It is reported that the lens was explanted due to a ''smudge'' on lens that was causing debilitating dysphotopsia. In addition, it was stated that there was debris on the lens and that there was an incision enlargement. No patient injury was reported.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.